Event description:
It was reported the ventricular lead was explanted due to no capture, unstable impedances and a suspected fracture. Upon removal of the lead, there did not appear to be an apparent fracture and the physician concluded the lead seemed to have poor contact with the heart surface. The lead was replaced. No patient complications were reported as a result of this event. The atrial lead was explanted and replaced, due to noncapture and apparent fracture, returned to the manufacturer, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured. Full lead returned and analyzed. Distal conductor fractured. Proximal segment returned and analyzed. Other: it was reported the ventricular lead was explanted due to no capture, unstable impedances and a suspected fracture. Upon removal of the lead, there did not appear to be an apparent fracture and the physician concluded the lead seemed to have poor contact with the heart surface. The lead was replaced. No patient complications were reported as a result of this event. The atrial lead was explanted and replaced due to noncapture and apparent fracture, returned to the manufacturer, analyzed, and subsequently tested out of specification. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, capture, failure to, impedance, high, lead(s), fracture of, impedance, low.